Event description:
It was reported that when taking images with the 9600+ system, the 1st picture is normal, but the 2nd picture is black. It was also noted that the system presented an "ad channel 01" error message. There was no report of pt injury.

Manufacturer narrative:
No investigation completed. The customer cancelled the service call and will have a third party service. If additional info becomes available, it will be reported as required.